Event description:
It was reported that during a cardia cancer resection procedure, "after firing, 1/3 anastomosis did not staple and the staples were malformed. Then the doctor removed the instrument and found "white to white" did not be implemented, and there was about 1.5 cm gap. At last hand sewing was used to complete the operation." No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.